Manufacturer narrative:
(B)(6). (B)(4). The explanted devices were discarded and will not be returned. (B)(4). DHR review - manufacturing site: (B)(4). Manufacturing date: 12. Apr. 2011.expiry date: 01. Apr. 2021. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Further evaluation of the erp system (sap) has shown that this device is blocked under delivery stop ds2012021 in the EU system. This ds was initiated for a potential wrong screw length back then, also catsweb CAPA (B)(4) was opened for this issue. However based on the available information the resulting recall was only made for 04.019.038s-us los 2724103 und 04.019.028s-us los 2721745, therefore it can be assumed that the multiloc screw of this DHR task was not affected of this length issue. But for a final conclusion a physical evaluation of the part would be necessary. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery to remove the following devices: one (1) mulit-lock humeral nail, three (3) multi-lock screws (48mm, 34mm, 52mm), one (1) 4.0 locking screw (size 36mm) and an endcap. The patient's bone reportedly failed, specifically, the bone surrounding the construct collapsed. The initial implants were successfully removed, and a depuy reverse shoulder was implanted. This is report 5 of 6 for (B)(4).